Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a complaint via email which reported a "wait 60 minutes" error message was received on the sensor. It was indicated that the paramedics were called and upon arriving, the customer's glucose was attempted to be measured however, it was unreadable as it was "very high". It was further reported that the customer received third party medical treatment however, treatment details were not provided as no further details were reported. There was no report of death or permanent impairment associated with this event.

Event description:
Abbott diabetes care received a complaint via email which reported a "wait 60 minutes" error message was received on the sensor. It was indicated that the paramedics were called and upon arriving, the customer's glucose was attempted to be measured however, it was unreadable as it was "very high". It was further reported that the customer received third party medical treatment however, treatment details were not provided as no further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.